Manufacturer narrative:
Updated data: h2 h3 h6 image review: four images of the event were provided. There was no computed tomography (CT) or executive summary provided for anatomical consideration. A fluoroscopic valve load inspection was provided and appears to be a good load. There was a second valve loaded and implanted so it is unclear if this image is to the first valve or the second valve. Subsequently the valve is loaded correctly. It was reported that an infold was observed on the 34 millimeter (mm) valve. Evidence showed an infold present. A new was used and no patient complications were reported as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the infold was noticed when the second recapture was performed. The valve was recaptured as the valve was position was too deep. Per the physician, the patient's native valve calcification contributed to the valve infold.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the evproplus-34, an infold was observed. Subsequently, a new valve was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop34 (lot: 0012830052); product type: 0195-heart valves; product ID: l-evprop34 (lot: 0012750404); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review updated to include: executive summary was provided for anatomical consideration and sizes aligns with a 34 millimeter (mm) evolut which was used during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.